Manufacturer narrative:
(B)(4) no long applies to the event.

Event description:
Additional information received reported that perioperative antibiotics were administered. The onset of the infection was (B)(6) 2013. It was noted that the patient did not have meningitis. The signs and symptoms of the infection were redness, drainage, pain, and incisional wound opening. It was reported that the primary location of the infection was the device pocket. A culture was obtained from the device pocket and the type of organism cultured was rare staph aureus. It was reported that the treatment was oral antibiotics, incision revision, and the pocket washed out in the operating room. The patient outcome was unknown and still in progress. It was noted that the patient had risk factor of being extremely thin before implantation of their device. The device was not going to be returned for analysis.

Event description:
It was reported that the patient had taken antibiotics three different times since implant. The reporter stated that there was an infection ¿since the incision.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0a1xs, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).